Event description:
Customer called to report hospitalized for high bgs. It was stated that pt ate lunch and two hours later felt sick and started vomiting. Troubleshooting was performed. Device passed the test. Later customer called backed to inform that they received an alarm message due to the earlier testing. A replacement pump was requested.